Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The reported problem was confirmed. Customer replaced the internal battery due to the battery being end of life over 5 years old. Unit was tested and returned to service. Customer resolved.

Event description:
Customer contacted technical support (ts) stating that after preventative maintenance (pm) unit needed a replacement battery. The customer reported there was no patient involvement.